Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to inspect and clean parts of the pump; they successfully loaded a new cartridge with guidance and resumed insulin therapy.